Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 1627487-2020-21723, related manufacturer reference number: 1627487-2020-22415. It was reported the patient had a cyst with pus over the ipg site which had burst. It was noticed that patient¿s wound was not healing as the adapters were too superficial to the skin and causing the wound to open. In turn, surgical intervention was undertaken on (B)(6) 2020 wherein the ipg and adapters were removed and then re-implanted deeper after cleaning the wound. This addressed the issue.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.